Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
When the chair is being opened the chair will not open all the way and sit level, out of box failure/not early life.